Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected lactate result was obtained from a patient sample processed during a reagent lot to lot correlation using vitros chemistry products lactate (lac) slides lot 3533-0130-3002 on a vitros xt 7600 integrated system. Patient sample result of 11.5 mmol/l vs an expected result of 9.9 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros lac result was obtained during a reagent lot to lot correlation and was not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a higher-than-expected lactate result was obtained from a patient sample processed during a reagent lot to lot correlation using vitros chemistry products lac slides lot 3533-0130-3002 on a vitros xt 7600 integrated system. The assignable cause of the higher-than-expected vitros lac result is related to the calibration in use at the time of the initial patient correlation. The issue with the initial calibration could not be confirmed. Although the calibration parameters for the initial and repeat calibrations were both typical, the patient correlation results were higher than expected when run using the initial calibration. Following a recalibration event using an alternate lot of vitros calibrator kit 1, an acceptable result for the same patient sample was obtained with no other actions performed on the vitros xt7600 system. The customer stated that they follow the protocol in the vitros calibrator kit 1 instructions for use when preparing the calibrator kit vials. However, no further specific information was provided and an issue related to improper protocol cannot be entirely ruled out as a contributing factor of the suboptimal calibration. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros lac reagent lot 3533-0130-3002.